Event description:
--

Event description:
Boston scientific received information that during a follow up increased pacing thresholds, fluctuation pacing impedances which were out of range, as well as non sustained episodes identified as noise were noted on the right ventricular lead pace and shock channels. A fracture was suspected, and a revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
A revision took place. Upon examining the lead visually the lead appeared intact with blood noted in the header of the device. The measurements seemed normal when testing with a pacing system analyzer (psa). Blood was removed from the device header and this right ventricular lead was re-tested again with the psa and with the device which showed normal and stable measurements. The lead was re-connected to the device and remained implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Boston scientific received additional information that during the follow up, a loss of rv pacing had also been observed. This issue was also resolved during the revision procedure when the lead was re-connected to the device.